Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient had endophthalmitis. Additional information has been requested, received and stated post lens implantation patient complained of decreased vision, duration constant, timing gradual onset and progressive. Noted infection and diagnosis was endophthalmitis. No cultures were performed. Conjunctival inflammation was less than 1+, 3+ aqueous cell, aqueous fibrin was present. No hypopyon. Post op onset was less than 14 days. The surgeon was unsure if any company product caused or contributed to the event. Intravitreal antibiotics injected (vancomycin, ceftazidime). It was stated that at follow up, the affected eye significantly improved, and the infection was reacting well to antibiotic injection.